Event description:
It was reported that the customer is in the hospital, but she is not sure if it is diabetes related. The caller stated that the insulin pump alarmed motor error. The blood glucose reading was 170mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the caller to run the displacement and self test and they passed. Attempted to contact the customer regarding the hospitalization with no results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.